Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s next of kin informed that the customer experienced hypoglycemia, hypergycemia, diabetic ketoacidosis and fell down potentially due to low blood glucose. The low blood glucose value at the time of the event was 40 mg/dl and high blood glucose at the time of event was 400.0 mg/dl and above or 22.2 mmol/l and above. The customer was hospitalized for greater than 24 hours for treating low blood glucose and was discharged the following day from the hospital. The customer¿s next of kin also informed that the customer had passed away. The primary cause of death was heart failure and hyperglycemia. It was also alleged that the insulin pump was not working as intended. The event involved product(s) mmt 1886. Troubleshooting was performed for the deceased reporting, and pump was not worn at time of death or within 48 hour. The product mmt 1886 was not returned for analysis.